Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, high capture thresholds, and pacing inhibition. Which led to the patient experience pre-syncope. At this time, this rv lead remains in service and no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).